Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device not returned.

Manufacturer narrative:
(B)(4). The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and no confirmed malfunction, a root cause cannot be determined. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic and when the ventricular assist device (vad) coordinator attempted to connect the controller to the monitor they noticed bent pins in the monitor connection port of the controller. The vad coordinator exchanged the controller and provided the patient with a replacement device. There was no reported patient injury as a result of this event. The device will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report.